Manufacturer narrative:
Most likely underlying cause was either foreign object contacting/bridging leads on the back side of the power connections at pcb or power surge from outside the lift.

Event description:
Customer reported chemical smell; upon inspection, found hole in carriage cover and pcb burnt.